Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer assisted with troubleshooting. Customer stated that the threads were worn down at the reservoir compartment. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer declines troubleshooting for high blood glucose. The insulin will not be returned for analysis.